Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) tip was not able to pass from the sheath so the iab could not be used. As a result, a new iab kit was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of insertion difficulty could not be confirmed. The returned iab and sheaths passed visual and functional testing. However, a failing one-way valve was noted during the investigation, which could be a potential cause of the reported complaint. A vacuum was pulled on the iab and it immediately lost pressure. No debris or substance was noted within the one-way valve. The root cause of the reported complaint is undetermined. A potential cause is a failing one-way valve. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. A scar has been initiated to further investigate the issue.

Event description:
It was reported that the intra-aortic balloon (iab) tip was not able to pass from the sheath so the iab could not be used. As a result, a new iab kit was used. There was no report of patient complications, serious injury or death.